Event description:
It was reported that the customer received a no delivery alarm during a bolus. The customer's blood glucose level was 299 mg/dl. She treated her blood glucose level with two units of insulin using the insulin pump. A reservoir or infusion set occlusion could have caused the alarm. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)